Event description:
It was reported that the procedure was to treat an ostial left main to the proximal left anterior descending artery. A 4.5x23mm xience skypoint was attempted to be delivered but failed to cross due to the stent implant getting caught on the proximal edge of a jailed balloon in the proximal left circumflex artery. Resistance met with the balloon during removal. The device was replaced with a non-abbott 4.0mm stent to continue the procedure. There was no adverse patient effects and no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.